Event description:
It was reported that this right atrial (ra) lead exhibited undersensing at a times during events, leading to false rhythm termination. The current status of this ra lead is unavailable. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.